Manufacturer narrative:
A follow-up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customers medwatch report from FDA which states, "upon entering the patients room, she was bradycardic and hypotensive. I instructed my nurse orientee to pause the propofol and fentanyl drips to see if her sedation had anything to do with the patients change in vitals. When paused, the propofol was still dripping in the drip chamber and my orientee exclaimed, "this propofol bottle is almost empty and I just hung it 15 minutes ago." All of the tubing was properly set in the IV channel and the channel remained paused; however, the medication kept dripping into the drip chamber. We then called the charge nurse to bedside, along with the doctor, and told them what happened." The reported marked the medwatch form as "other serious."

Event description:
Received a copy of the customer's medwatch report from FDA which states, "upon entering the patient's room, she was bradycardic and hypotensive. I instructed my nurse orientee to pause the propofol and fentanyl drips to see if her sedation had anything to do with the patient's change in vitals. When paused, the propofol was still dripping in the drip chamber and my orientee exclaimed, "this propofol bottle is almost empty and I just hung it 15 minutes ago." All of the tubing was properly set in the IV channel and the channel remained paused however, the medication kept dripping into the drip chamber. We then called the charge nurse to bedside, along with the doctor, and told them what happened." The reported marked the medwatch form as "other serious." It was reported that propofol (1000mg/100ml) was intended to infuse at 16ml/hr. With volume to be infused 100ml. It was reported that as a result of the event, the patient had "temporary bradycardia and hypotension." It was reported that patient was already intubated and on norepinephrine for blood pressure management at the time of the event. The propofol infusion was clamped off. Physician was notified of medication error, and norepinephrine was titrated as patient required. It was reported that throughout the event, the patient's blood pressure and heart rate decreased but "was stabilized within a matter of minutes." Although requested, customer reported that devices are not available to be returned for investigation.

Manufacturer narrative:
Correction : describe event or problem, other relevant history, imdrf annex f code. Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.